Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) display is out of electrical specification. Upper and lower cases are cracked. Side bail covers, ring cover, and battery drawer are broken. Heart block and lead flex cover are contaminated. The ring is bent.

Event description:
It was reported there were multiple cracks in the case. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.